Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device does not charge. There was no reported patient involvement/adverse patient impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(4) is being considered a duplicate of (B)(4) as the serial numbers are the same and the reports are a continuation of the same problem. Please refer to (B)(4) and MDR 1218950-2019-01514 for details on the investigation and conclusion of this case. This MDR (above) coded identical to MDR 1218950-2019-01514.